Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 22 cm distal to the is-1 connector pin. A proximal and a distal lead fragment were returned and subjected to an extensive analysis. The analysis revealed multiple signs of wear. In particular approx. 35 cm distal to the is-1 connector pin the lead body was found squeezed and deformed. Furthermore approx. 55 cm distal to the is-1 connector pin the insulation was found rubbed through. In this region the coating of the conductor cable to the distal shock coil was found damaged. This can be considered as the root cause for the clinical observation. Based on the characteristics as well as the location of the damage at 35 cm distal to the is-1 connector pin, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular ¿ first rib entrapment. For the damage at 55 cm distal to the is-1 connector pin significant motion in the area of the tricuspid valve should be taken into account. Diagnostic images clarifying this assumption were not available. Further damages most likely occurred during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.

Event description:
This lead was explanted due to a fracture. There is no indication of a lead replacement at this time. There were no adverse patient events reported. Should additional information be received, this file will be updated.